Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Prior to the opening of the package, it was observed that the tip of the syringe in the arndt endobronchial blocker set was "broken and missing" (sic). The product issue was discovered prior to use; accordingly, no patient adverse events resulted from the product malfunction. The product was returned for evaluation; however, as of the date of this report the investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control data, specifications, and visual inspection of the device was conducted during the investigation. One unopened and unused product was returned to assist with this investigation. Examination of the device observed the tip of the syringe to be missing in the sealed tray. The tip of the syringe was not located in the tray.¿ because the tip of the syringe could not be located, and the returned product was unopened and unused, it is reasonable to suggest this failure was manufacturing related. Additionally, a document based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Although the proper manufacturing documents are in place at cook inc., it is reasonable to suggest that the defective syringe was one of the products that were not sampled during level I incoming inspection, making it through to the packaging department where the syringes are placed in the trays. Because of the small size of the tip of the syringe and the high quantity of syringes being placed in trays, it is reasonable to suggest the prepper or qc inspector did not see the defect in the tip of the syringe before it was shipped. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be ¿manufacturing related ¿ process related¿. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required.